Manufacturer narrative:
H3: product analysis#: (B)(4): product: 9560100, lot no: 1905637 analysis confirmed that it was observed that there were scratches on the outer tube, the images were cloudy, and the internal lens were broken during the inspection at the time of acceptance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the multiple sources (service repair, healthcare professional) via a manufacturer representative regarding a endoscope used for micro endoscopic laminectomy (mel) therapy for lumbar canal stenosis (lcs). It was reported that the lens was broken. Event occurred during procedure, cloudiness was observed and visibility was slightly impaired; however, the operation was completed as it was. Post-operative, damage to the lens was noticed. It was reported that there was no particular impact on the patient. There were no further complications reported regarding the event.